Event description:
It was reported that; "during the surgery, when the surgeon was fixing the cup by using the cancellous bone screw, the screw was broken. The surgeon could not remove the fragment of the screw from the pt's acetabulum.

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed but, if device becomes available with additional info, a supplemental report will be issued.